Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the device had a sensing issue; the device passed all incoming functional testing. No anomalies were found with the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a sensing issue; it was stated that the cables may not have been sensing properly on the patient. Troubleshooting was not performed with the epg; a different epg was used. The epg has been returned for repair. No patient complications have been reported as a result of this event.